Event description:
Upper case malfunction. After turning on keyboard is emitting periodic sound of keyboard pressing. Device is not responding to pressing of any button. Upper case will be replaced by a new one. Quality control performed after repair. Event log is not included because it is not an error which can be detected by device. Reporting for a defective keypad. No serious injury was reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided therefore no review could be performed. The subject device (model agilia sp mc, serial number (B)(6)) was not returned to our laboratory. However, device upper case suspected to be defective was sent back for analysis as a spare part. Upon reception, the subject device was submitted to a visual inspection. Nothing was observed. Then, continuity of keypad keys was tested using a test box. All were functional. A cross testing investigation of the spare part was performed. It was possible to start the device. But a sound could be heard as if a keypad key was stuck and device did not respond to any other key presses. Finally, keypad was disassembled. Traces of infiltrations could be noticed. Based on available information, the root cause of the reported issue is an improper handling (infiltrations) of the device. This complaint is considered as misuse. For this issue as per our local procedure, we initiated no action.